Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. The left ventricular and defibrillator header wires were found to be fractured at the feed thru. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. This device is included in the subpectoral implant advisory population.

Event description:
It was reported that, during the change out of this cardiac resynchronization therapy defibrillator (crt-d), the header was observed to be loose. There was no loss of pacing or adverse patient effects prior, as this was only seen during the procedure. The patient is dependent. The device was successfully replaced and returned for analysis. No adverse patient effects were reported.